Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient was hospitalized for buried bumper syndrome. It was reported that the patient's peg tube will be removed.

Manufacturer narrative:
Additional information added to b1, b2, b3, b5, b7, d6 and h6.

Event description:
On (B)(6) 2023, it was reported that the patient's peg and j tube were removed, this patient had history of prior hospitalization secondary to buried bumper syndrome which was reported in (B)(6) 2022, there were no reports of any other events at that time. Upon multiple queries it was not clarified why patient's tubing was not removed during the initial hospitalization in (B)(6) 2022. It was also reported that on (B)(6) 2023 a new stoma site was created; patient underwent a jejunostomy and a non-abbvie direct j tube was placed (unknown manufacturer). Patient passed away on (B)(6) 2023, cause of death was reported to be septicemia. After multiple queries to obtain additional information, no additional information regarding cause of septicemia was provided. It was also unknown if an autopsy was performed. No allegations were made regarding the abbvie tubing contributing to the patient's death.